Manufacturer narrative:
The lens was returned in a plastic bag on a piece of sponge. Viscoelastic was observed. Was cut into two pieces across the center of the optic. The power and resolution could not be evaluated due to the optic damage. The account indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The lens was returned cut into two pieces. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provide that the non toric 18.5 diopter company lens, (add power +2.2/+3.2) was exchange for a non-company toric lens 1.25 cylinder, 19.5 diopter. The exchanged of non toric lens to a toric lens with a 1.0 change in diopter may indicated the issue was related to the calculation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in a plastic bag on a piece of sponge. Viscoelastic was observed. Was cut into two pieces across the center of the optic. The power and resolution could not be evaluated due to the optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The lens was returned cut into two pieces. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provide that the non toric 18.5 diopter company lens, (add power +2.2/+3.2) was exchange for a non-company toric lens 1.25 cylinder, 19.5 diopter. The exchanged of non toric lens to a toric lens with a 1.0 change in diopter may indicated the issue was related to the calculation. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient had blurry vision near and far. The iol was exchanged for another lens model 2 months following the initial procedure. Additional information has been received that symptoms has been resolved and there was no patient harm.